Event description:
It was reported that following a coronary artery stenting procedure, the patient experienced angina. The target lesion was located in the proximal right coronary artery (prox rca) with 80% stenosis and was 30mm long with a reference vessel diameter of 4mm. The physician treated the lesion with a 4.0 x 38mm study stent with 0% residual stenosis and timi flow of 3. The patient was discharged the next day on protocol doses of aspirin and clopidogrel. At 1520 days after the index procedure, the patient was admitted to the hospital and treated with medication for his angina pectoris. The patient underwent a pci which revealed a 90% diameter stenosis with timi 3 flow in the mid and distal rca. The patient was treated with balloon angioplasty and placement of a single bare metal stent, of unk size, in the mid rca which was 70-80% stenosed, with a post-treatment diameter stenosis of 0% with timi 3 flow. A second stent was placed in the "midportion of the right posterolateral branch," which had stenosis of 80-90%. The patient was discharged the next day with no residual effects.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.